Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-02306. The pt (B)(6) received an scs system, including two leads, on (B)(6) 2009. It was reported the pt is feeling intermittent overstimulation at the ipg pocket from his scs system. In addition, the pt feels overstimulation when he increases the amplitude of the stimulation. The pt has turned the stimulation off and is working closely with his physician to determine the next course of action. The lot numbers of the leads were not available; therefore, no manufacturing or expiration date could be determined. No additional info is available.